Event description:
It was reported that the communicator and the communicator power cord was burned. The patient requests a new equipment. A boston scientific company representative opted to send the communicator. Additional information from the product investigation indicates that a pest- infested communicator return applies to the investigation. The conclusion code cause traced to environment was selected. The communicator is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that a pest- infested communicator return applies to the investigation. The conclusion code cause traced to environment was selected.

Event description:
It was reported that the communicator and the communicator power cord was burned. The patient requests a new equipment. A boston scientific company representative opted to send the communicator. The communicator is no longer in service. No adverse patient effects were reported.